Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial#: (B)(4), product type: recharger. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for complex regional pain syndrome type I and spinal pain. It was reported that they were seeing codes and they did a hard reset and they did a hard reset and it resolved. They saw software problem (1-intellis, 2-3.0, 3-243, 4-qf_port). They then reported that when they went to charge on (B)(6) 2019 they found the recharger got hot and it burned them. No further complications were reported or anticipated.

Manufacturer narrative:
The conclusion code has been updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 97755 lot# serial# (B)(4), product type: recharger .analysis of the recharger (serial # (B)(4)) found the recharger was damaged as the cable had a small cut near the donut end and the wires were showing. If information is provided in the future, a supplemental report will be issued.